Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed itchiness on his shoulder when he first got the lifevest. Nurses put a thera moisturizing lotion on it and it resolved.